Event description:
Patient developed high fever with dehydration similar to another patient in the same week ((B)(6) 2006), after using a delta gripper plus huber needle. This was the only constant with both patients. Only 2 needles were used from the box.